Event description:
Re reported that the customer explained that: "valve was changing position (opening pressure) indiscriminately. It was occurring at home and at school. Parents report that there were no magnetic influences present. The valve looks damaged upon visual inspection, however, we cannot confirm if this was the appearance when explanted".

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. It was determined that product was actually received and not product code. The evaluation verified that the "stator" is dislodged from the "base plate", and the distal portion of the "flat spring" is underneath the "cam". In addition, some debris, consistent in appearance with biological debris was observed in different areas of the valve. The cause(s) of the dislodgement could not be determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. A device history records review was performed and verified that this valve was conforming to the required specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.